Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated they have had trouble ever since it was turned on 20-jan-2025 recharging the ins. Pt rep stated that pt cannot use the belt and they have to have pt bend over and pt rep has to hold the recharger on the ins site the whole time. Agent asked if patient can feel the implant through the skin and caller stated that there is a little bump and the ins does not move around. Patient stated they have to move the recharger around quite a bit to get a good connection when they are trying to charge the implanted neurostimulators battery. Last night they were having issues trying to find the internal battery and it took them 3 hours to get it up to 100%. Agent suggested that patient meet with a medtronic representative in person to work with best practice when charging. The patient was redirected to their healthcare provider to further address the issue. Pt stated that they have worked with rep and they talked to rep last night about meeting in person for help with charging. Rep reported that they only talked on the phone with this patient. Patient expressed difficulty with charging. The issue was ongoing. Rep had no further information.